Manufacturer narrative:
Additional info: no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional and material hardness inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-pelvis to treat a tethered cord and deformity. It was reported that the driver broke during screw insertion at t10. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.